Manufacturer narrative:
There is no 510k associated to this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted by FDA on (B)(6) 2020. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb560 ventilator generated an inspiratory tidal volume (vti) limit and exhalation valve connection failure alarms. The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator without injury. The service personnel (sp) inspected the ventilator replaced the exhalation solenoid valve. Additionally, the sp also replaced upper housing for deterioration and color change and the battery cover due to damage. Sp replaced turbine, fan and buzzer pcb under preventive maintenance. The ventilator passed all test and calibrations per manufacturer specifications at the time of service. One exhalation solenoid valve was received for failure analysis. The ventilator powered up normally and no errors were recorded in the diagnostic logs. The reported failure could not be replicated. No fault found. The turbine was returned to medtronic for further analysis. The ventilator failed all the calibrations and also failed on ventilation, generating a high priority alarm with an error message displayed on the screen. After a few minutes on ventilation, there was no flow coming from the turbine. The turbine was sent to the vendor for further analysis. Although the motor and turbine were able to be turned manually, an internal problem with the motor prevented the motor from starting on its own. The likely cause of the event was isolated to internal problem in the motor of turbine. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.

Event description:
It was reported that while in use on a patient, the pb560 ventilator generated an inspiratory tidal volume (vti) limit and exhalation valve connection failure alarms. The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator without injury.